Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-34}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of existing right bundle branch block and atrial fibrillation underwent a transcatheter aortic valve implantation with the evfxplus-34 valve. During the procedure, the patient experienced complete heart block (chb). The physician indicated that the patient's pre-existing conditions were significant contributing factors to the need for a permanent pacemaker. A permanent pacemaker was implanted the following day. The physician did not believe the depth of the implant or the valve itself was the cause of the chb.